Manufacturer narrative:
Product analysis: analysis noted that the programmer failed two analyzer signal tests due to an out of specification analyzer bay flex cable. Analysis also noted that the display had white spots on the right side, the handles were broken, the power cord bay tabs were broken, the keyboard hinges were broken, and the programmer failed to printer tests. All found defective parts were replaced an all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was no longer needed. The programmer was returned as part of an inventory reduction initiative, and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.